Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
Reportable based on the product analysis completed on october 9, 2018. It was reported a 1.6mm jetstream sc catheter was being used to treat the tibial peroneal trunk/posterior tibial artery. During the use of the device it buckled and made the drive line inoperable. The tip would not spin, cut or rex back. The physician ballooned the treatment site distally. Then completed the procedure with the use of a 2.4mm jetstream, proximal to the treatment site to finish the procedure. No complications were reported and the patient was noted to be doing fine post procedure. However, the returned product analysis revealed the device would not reach the optimum speed and would start and stop. The catheter shaft had a severe kink located at 80.5cm from the tip. The location of the kink indicates that this was most likely an interaction issue with the introducer sheath. Pushing, pulling and torqueing of the device may have contributed to the damage. The device was connected to the jetstream console per the dfu, primed and activated. The device would not reach optimum speed and would start and stop. The severe kink on the device was causing a high torque load and the motor could not produce enough torque to rotate the drive shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.